Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented an alert indicating a motor processor communication error, consistent with a delivery motor communication malfunction, while blood glucose was reported as 100 mg/dl and not affected; the issue was associated with a circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party, the device was returned and physically evaluated. Investigation of this case revealed signal loss contributing to a failure to infuse associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.